Event description:
This situation involved one patient. CPAP applied to patient by ems. Patient continued with trouble breathing and machine did not sound to be working correctly. Replaced with another CPAP machine and patient was able to breathe better.

Manufacturer narrative:
The CPAP units was originally shipped to (B)(6) on 01/11/2005, which a service warranty was issued on 05/01/2005. The direction for use (dfu), it indicates "service inspection and maintenance is recommended every two years." This unit has never been serviced by emergent respiratory, llc between the original ship date and the date was returned ((B)(4) 2013). There is no record in our service maintenance system of this unit being serviced. When servicing the CPAP unit on (B)(6) 2013, there was evidence that the unit was tampered with internally. The service technician observed a section of the tubing was replaced with a piece of tubing that was different (i.e., different color) then what was installed in the manufacturing of the device. When components are replaced within the CPAP unit that are not equivalent to what was incorporated originally, the dynamics are replaced within the CPAP unit that are not equivalent to what was incorporated originally, the dynamics to the function of the device could be affected. As the designers, emergent respiratory, llc only understands the dynamics of the device and can only perform the re-calibration after any component is replaced. On the outside of the CPAP unit there was a label affixed from "(B)(4)" indicating "this device safe for intended use under normal operating conditions at the time of inspection." The label was initialed "(B)(4)" and it indicated inspection is due on "08/31/2013." (B)(4) is not authorized by emergent respiratory, llc to perform service on the device. When tested for calibration, the unit was observed out-of-specification. The unit was repaired and re-calibrated and returned to (B)(6).